Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 570 mg/dl. Customer stated other blood glucose value was 562 mg/dl. Customer was treated with manual shot. Customer stated insulin pump had no delivery alarm during bolus delivery. The customer declined to troubleshoot for the high blood glucose incident and no delivery alarm. The insulin pump will not be returned for analysis.